Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 121 mg/dl. Customer was advised to avoid sharp bends in the tubing such as bending the tubing where it connects to the reservoir. Customer stated they had tried all remedies and did not want to troubleshoot. Customer was advised the pump will need to be replaced and to retrieve and save pump settings. It was also advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.